Event description:
It was reported that the ventricular lead exhibited a rise in capture threshold and a decline in sensed r-wave amplitudes. The patient complained of pain in her throat and around the implant site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.